Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the event occur during one or multiple patient procedures? Unk. What is the total number of procedures? Unk. Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? (B)(4). Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). Suture breakage during suturing is a common occurrence. The doctor said that prolene suture breakage during suturing is a common occurrence regardless of its thickness. In the past, there have been complaint reports related to suture breakage for different product codes, so we have listed them below for your reference. (B)(4).

Event description:
It was reported that a patient underwent a coronary procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during coronary button anastomosis in a bentall procedure, the suture broke when it was pulled after putting about three stitches. Suture breakage during suturing is a common occurrence. Additional suture was performed to complete the case. No sample will be returned. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.